Event description:
It was reported multiple intermittent occlusion alarms occurred since around august 15, 2025. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin.